Event description:
It was reported that during an intravascular ultrasound (ivus) procedure, a tip detachment occurred. Ivus was performed for a transplant follow up study. The atlantis sr pro imaging catheter was prepared without problems and advanced in the tortuous distal right coronary artery (rca). Prior to the imaging catheter being advanced to the distal segment of the rca, the physician attempted to remove the imaging catheter in order to reposition the non-bsc guide wire. When the physician was removing the imaging catheter, it was noted that the distal tip remained inside the patient. The physician verified that approximately 10-15mm of the distal tip of the imaging catheter had detached at the radiopaque marker. The physician removed the shaft of the imaging catheter and successfully retrieved the distal tip with a non-bsc snare. There were no complications reported and the patient's condition is stable.

Event description:
It was reported that during an intravascular ultrasound (ivus) procedure, a tip detachment occurred. Ivus was performed for a transplant follow up study. The atlantis sr pro imaging catheter was prepared without problems and advanced in the tortuous distal right coronary artery (rca). Prior to the imaging catheter being advanced to the distal segment of the rca, the physician attempted to remove the imaging catheter in order to reposition the non-bsc guide wire. When the physician was removing the imaging catheter, it was noted that the distal tip remained inside the patient. The physician verified that approximately 10-15mm of the distal tip of the imaging catheter had detached at the radiopaque marker. The physician removed the shaft of the imaging catheter and successfully retrieved the distal tip with a non-bsc snare. There were no complications reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by mfg.: examination of the returned device revealed the distal tip assembly was broken off when received. The complaint device was received in four pieces: the most distal broken tip end was 0.7cm, the second broken piece was 0.5cm, the third broken piece was 0.6cm long and the catheter assembly was 168.9cm long. The distal tip assembly was broken in 3 locations when the device was received. The most distal broken tip end shows signs of elongation on the proximal side and does not appear to be brittle. The most distal broken tip end and the second broken distal tip appear to be stretched approximately 1.5mm long. The second distal broken piece appears to be stretched on both ends. The third distal tip broken piece (the most proximal) also shows signs of elongation (stretched) on the distal side but the proximal side appears to be brittle. Kinks were observed in the sheath assembly at 9.8cm and 13.0cm from femoral marker at proximal side. Image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Device analysis indicates two of the three breaks in the tip assembly are ductile and showed signs of elongation. The most proximal break location appears to be brittle. This break likely occurred after the device was used and as a result of the handling/shipping during the return of the device. The embrittled tip is most probably a result of the device being resterilized prior to return. The most probable root cause is undeterminable. (B)(4).

Manufacturer narrative:
(B)(4).